Manufacturer narrative:
The insulin pump was received with blank display due to corrosion inside the battery tube. No moisture damage found on the electronic assembly and motor. No cosmetic damage found on the case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had to frequent change the insulin pump's battery and the morning of the call, the display went blank. The customer declined troubleshooting and stated that she had already changed the battery and pressed the buttons but the display remained blank. Blood glucose value was 200 mg/dl. The insulin pump was replaced and returned for analysis.